Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction internal fixation (orif) surgery with retrograde femoral nailing-advanced (rfna) implants for distal femoral fracture. The surgeon inserted a screw into the most proximal hole among the distal holes on the nail by combining a condylar nut and washer for the condylar nut on the screw tip side and a washer for the screw on the screw head side. During insertion of the screw, one of the hooks on the aiming arm that hangs on the insertion handle broke off noisily. There are no pieces left in the patient. The surgeon confirmed by x-ray. It was confirmed that no insertion of the screw outside of the hole had occurred. Since the breakage of the hook occurred when the screw was inserted into the last distal hole, the breakage did not impact the fixation. The surgery was completed successfully with no surgical delay. The primary surgeon and his assistant commented as follows: the cause of the breakage was that too much tension was applied during compression. In addition, the polyethylene inlay in the screw hole was functioning well, which may have prevented stress from being released. No further information is available. This report is for one (1) aiming arm radiolucent this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned device does not found signs of breakage at the aim-arm radioluc, however the insertion pin not have a tight fit. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the aim-arm radioluc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part number: 03.233.006 lot number: 622p404 manufacturing site: haegendorf release to warehouse date: 26 april 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported to be stable.